Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4). Description: linear st lead, 50cm

Event description:
A report was received that the patient will undergo a lead revision and ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no immediate course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a lead revision and ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients left lead had migrated and was non-functional. It was noted that the ipg was old and the ipg site had always been sensitive. The patient will also have an additional lead implant.

Event description:
A report was received that the patient will undergo a lead revision and ipg replacement procedure for an unknown reason.